Event description:
The customer reported a loss of video or display from the workstation monitors. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cable assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service.